Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a connection issue with the latch assembly. A field service engineer cleaned the connectors and crimped down the connectors and applied black paste to the connectors to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had tower door failure. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.